Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity and mild calcification, pre-dilatation was performed with a 1.5x12mm unspecified balloon. A 3.0x23mm xience prime stent delivery system was advanced and the stent deployed; however, a proximal edge dissection occurred. Another xience stent was implanted to cover the dissection. There was no other device or procedural issues noted. There was no adverse patient sequelae and no reported clinically significant delay in procedure. No additional information was provided.